Manufacturer narrative:
Lot number of device provided. The re-thrombosed stent was treated with the placement of a bms not an onyx. The cec adjudicated the event as a non q wave mi (tv) 3rd udmi spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient weight updated. Patient race updated to multi-racial. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 12 days post index procedure, target vessel stemi was reported. In-stent re-thrombosis of the rca stent was observed. The patient was treated with medication. The patient was taking dual antiplatelet therapy within 24 hours prior to the event. The patient underwent a revascularization procedure on during which the re-thrombosed stent was treated with a ballooning and the placement of a second resolute onyx des. The patient recovered. The investigator and sponsor assessed the event as possibly related to the index device or antiplatelet medication.